Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx endoanchor was implanted in the patient for the treatment of an unknown condition. It was reported that an endoanchor dislodged from the heli-fx applier during phase 2 of deployment and became stuck on the 28mm heli-fx guide catheter. The endoanchor then dislodged from the guide catheter and came to rest in the right common iliac artery. The cause of the event is unknown. No interventions was performed at the time and the endoanchor remains in the patient. No additional clinical sequelae were reported and the patient will be monitored by the physician.